Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump received no delivery alarm. The customer's blood glucose was 540 mg/dl at the time of incident. The customer treated blood glucose with manual injection. The customer reported that the insulin pump was showing that there was insulin coming out during troubleshooting. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set multiple times. The product will be returned for analysis.